Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a procedure, the side port of the sheath disconnected while infusing high dose medication resulting in critically low blood pressure. The infusion was converted to an alternate line and patient's blood pressure stabilized.

Manufacturer narrative:
Additional information: b5, g3, h2, h3, h11.

Event description:
While the patient was supine in bed, the side port of the sheath disconnected while infusing high dose medication resulting in critically low blood pressure. The infusion was converted to an alternate line and patient's blood pressure stabilized. The sheath was initially used for inserting a pacing wire, at the time of the disconnection the top of the sheath was capped, and the tko line was running medications.

Manufacturer narrative:
One fast-cath introducer sheath was received for evaluation. The reported event of sideport tubing detachment was confirmed. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing. A corrective action was initiated to address the failure mode for insufficient amount of solvent applied to the stopcock tubing prior to insertion, resulting in sideport tubing detachment. The product's lot number could not be obtained; therefore the primary di number is provided (d4), but full UDI information is not available.